Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient required hip surgery. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. Prior to the surgery the patient was receiving effective pain relief from using the device. There have been no reports of further complications regarding this event.